Event description:
A malfunction was reported by the caller regarding the pump, accompanied by a past high blood glucose event, though the specific cause was unknown. The blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump.